Manufacturer narrative:
Qn#: (B)(4). Preliminary evaluation of the returned device indicated the spring wire guide unraveled in use.

Event description:
The customer reports that the spring wire guide is hard to insert into the patient. The doctor cut the skin to make it work. The customer reports no intervention.

Event description:
The customer reports that the spring wire guide is hard to insert into the patient. The doctor cut the skin to make it work. The customer reports no intervention.

Manufacturer narrative:
(B)(4). The customer returned one swg for analysis. Potential signs-of-use in the form of what is believed to be biological material was observed on the core wire. Visual analysis revealed that the guide wire was severely unraveled from the proximal end. Additionally, the distal j-bend appeared slightly misshapen. Several kinks were also observed across the guide wire body. The distal welds appeared intact; however, the proximal weld had separated from the core wire but was still attached to the coils. Microscopic examination revealed that the core wire had separated directly adjacent to the proximal weld. The total guide wire length measured 683mm, which is within the specification limits of 678mm-688mm per the guide wire graphic. The guide wire outer diameter measured .85mm, which is within the specification limits of .838mm-.877mm per the guide wire graphic. A manual tug test confirmed that the distal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.